Manufacturer narrative:
Submit date: 10/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports one syringe was discovered to contain a hair during our 100% visual inspection procedure.

Manufacturer narrative:
The reported condition was confirmed. One sample without original package and lot number was received. After performing visual inspection, it was confirmed in accordance with the procedure; the syringe presents contamination of the hair. The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. The syringe is produced by an external supplier and the assembly process consists of a pick and place operation. The condition reported is not generated during the assembly manufacturing process. A complaint notification was sent to supplier to initiate the investigation of root cause. A formal investigation was open in order to determine the root cause and implement the appropriated corrective action(s) by corrective and preventive action (CAPA). The CAPA is currently in an open investigation phase (ongoing). As a preventive action personnel were notified about the reported condition. A complaint notification was sent to the supplier to request corrective action regarding leaking of the syringe. The corrective and preventive actions will be addressed through the (supplier corrective action request) scar/CAPA. If information is provided in the future, a supplemental report will be issued.